Event description:
Description of event according to the initial reporter: there is mention of a separation between a thoracic device (the second spreadsheet says ¿zteg 2p-38-127-us ¿) and fenestrated device for the patient. Patient outcome: no information have been received.

Manufacturer narrative:
Catalog# is unknown but referred to as unknown zteg.